Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 93 mg/dl. A system check was performed and the pump performed as intended. Reportedly, the customer wears the pump against their skin which may have led to abrupt temperature changes to the pump. Tandem technical support shipped the customer a pump case to prevent abrupt temperature changes.